Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue upon investigation of this incident the field service engineer fse confirmed that the customer had resolved the mini drawer failure by removing several vials and redistributing the load into another pocket after the load was adjusted the drawer operated normally and no further investigation was required for this device the system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer pocket failed and could not be opened, requiring maintenance. The station was rebooted and recovered storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.